Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device does not properly display e4 (occlusion) error and her blood glucose has been elevated to 22 mmol/l (396 mg/dl) as a result. The patient changed the infusion set and bolused through the infusion device to lower her blood glucose. Her normal blood glucose level is 6 mmol/l (108 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.